Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged the battery compartment and cap were cracked, with moisture behind display, and no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2018 with the following findings: review of the black box data revealed records from (B)(6) 2018 through (B)(6) 2018; there were no power on reset events recorded in the black box. The battery cap, that was allegedly damaged, was not returned with the pump for investigation. There was no damage to the battery compartment as alleged by the reporter. A test cap was used to complete the investigation. The test cap was able to secure properly to the pump. With the test cap in place, the pump powered on normally. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.